Event description:
It was reported that bd alaris smartsite pump infusion set was broke. The following information was received by the initial reporter with the following verbatim it was reported by customer that IV fluid primary tubing connected to port with equi shield closed transfer device. Second equi shield connecting chemotherapy infusion at lowest y-site of primary tubing became disconnected with part of the y-site infusion tubing cap embedded in the equi shield attachment. The y-site had a piece of the blue spike remaining but the white cap that is a part of the IV tubing had broken away from the IV tubing and was embedded in the equi shield allowing ivf and chemotherapy to spill from the IV line onto the floor, patient socks, area secured for spill cleanup.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 11532269 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.